Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. Procter and gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean that p & g believes the device MFR by p & g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p & g. Reason that the device has not been eval by the MFR: (B)(4).

Event description:
Toxic shock syndrome [toxic shock syndrome]. Migraine [migraine]. Case description: a relative reported that her daughter, age unspecified, used tampax tampon, version/absorbency/scent unk and reported the following: had toxic shock syndrome and she has a migraine for one month now. The consumer was admitted to the hospital for 5 days. The case outcome was recovered/resolved with sequel. No further info was provided.